Manufacturer narrative:
The insulin pump had intermittent buttons response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the upper right key was not responding. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is not returning the device for analysis.